Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal connector of the lead was extrinsically bent was found. The analyst commented that visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported during the implant procedure that the helix of the lead would not extend after multiple attempts. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.